Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.